Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on december 9, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by drs. (B)(6) and (B)(6) at (B)(6) medical center in temple, tx. The patient had a scheduled retrieval procedure on or about (B)(6) 2019 by (B)(6) at university of (B)(6) cancer center in (B)(6); the filter was able to be retrieved. The complaint alleges the filter was embedded, fractured, and had caused perforation. The complaint specifically alleges that three struts remain within the ivc. Argon¿s attorneys are attempting to gather additional information.